Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 functional tricuspid regurgitation (tr), with thin leaflets at the annulus, and thick at the edges for a triclip procedure. A triclip was deployed centrally. A single leaflet device attachment (slda) occurred after deployment. The clip was detached from the septal leaflet. A transgastric echocardiogram displayed that a portion of the septal leaflet was ripped during the slda. Per the physician, the slda may have been caused by fragile leaflets. There was not enough septal leaflet to place an additional clip, the slda clip was determined to be stable on the posterior leaflet. The final tr was grade 2. There was no clinically significant delay reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported tissue injury appears to be due to the slda. Tissue injury is listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention/treatment was provided for the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.